Event description:
Pt implanted in the upper vermilion borders during 1998. Exact date is unk. Onset of an abscess in perioral area, date unk. Antibiotic prescribed. On 04/15/1998, cipro and warm compresses prescribed. Explanted 04/15/1998 and 05/17/1998.